Manufacturer narrative:
Further information was requested but not received.

Event description:
During an implant procedure, a low threshold and helix rotation issue was noted on the right ventricular (rv) lead. Further information has been requested but has not yet been received.

Event description:
Additional information was received indicating the low threshold resulted in a loss of capture, and the helix was unable to extend or retract. The rv lead was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported events were failure to capture and a helix mechanism issue. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported event of a helix mechanism issue was confirmed. As received, a complete lead was returned for analysis with the helix extended and covered with blood / tissue. X-ray examination of the lead noted the inner coil was over torqued at the connector pin region. After cleaning and applying torque directly to the inner coil, the helix could be retracted and extended. The cause of the reported event of a helix mechanism issue was due to blood / tissue in the helix housing, on the inner coils, and over torque of the inner coil consistent with procedural damage.